Event description:
The customer reported to baxter during an on-site visit that a colleague infusion pump experienced a no alarm. There was no patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
Reportedly, an unknown valve of unknown size was explanted after a 107 implant duration, due to heavy calcification. No additional information is available at this time. Telephone call to surgeon's office, indicated that the operative report is not available, since the explant happened earlier today.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. At the free margins, calcification is heavy in leaflet 3, moderate in leaflet 1, and minimal in leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth is detected at the tissue inflow; it encroached onto the tissue and into the orifice by 2mm. Host tissue is minimal to moderate at the stent inflow and the stent outflow. The x-ray demonstrates calcification. X-ray. A device history record was not possible due to no lot/serial number was provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however, device evaluation anticipated, but not yet begun.